Event description:
The customer reported that he purchased a contour next one meter in UK from ebay and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer purchased the meter from ebay, which is not an authorized seller of ascensia products and customer's should be careful about buying products from ebay that have been pre-owned by other users. Ascensia does not have control over what is sold on ebay and no further investigation can be performed as the product details were not provided. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1, a2 and a4 as the customer's credentials, age and weight were not provided. The product information was not provided. Therefore, no information was captured in section d4 (model # and serial #), and the device manufacturing date (h4) could not be determined.